Manufacturer narrative:
Intermittent button response noted due to corroded keypad traces. No button error alarm noted. Broken battery tube threads, cracked reservoir tube, scratched lcd window and, missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 255 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.